Event description:
It was reported the patient was having coupling and communication issues. The patient was able to achieve 2-6 coupling bars (out of a maximum of 8) when recharging, and the patient had been attempting to charge for 2-3 days without getting to a full charge. The recharging difficulty had occurred since implant. Antenna locate was used during troubleshooting, but no indication of better coupling was reported. It was noted the patient had seen the "antenna too hot" screen before, and it was reported the patient would charge by lying on the antenna. It was reported the patient also had stimulation in the wrong location, and that the device could not be "calibrated" correctly. The patient had coverage "everywhere besides her back (where she needed it)". Stimulation was reported to have been in the bottom of feet, stomach, rib cage, but not the back. The device had been reprogrammed 5 times. It was reported the "implant turns off" when the patient would move. It was noted during one of the reprogramming sessions settings were at 1.2 v and were increased up to 9.4 v and the patient noticed no difference. X-rays were reported to have shown that the leads were in the right place. The patient had a scheduled appointment on (B)(6) 2013, where adaptive stimulation was going to be implemented. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Follow up information reported that the patient did not have any concerns with the device therapy but did report their implantable neurostimulator (ins) did not work and was removed on (B)(6) 2013. If additional information is received, a follow-up report will be sent.